Manufacturer narrative:
For one event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For one event, the investigation determined the issue was resolved by the service actions. Follow up actions include: service found that the sipper probe was not draining normally. The sipper probe tubing was rinsed. Qc was acceptable. All samples tested for pth were repeated and the results corresponded well to one another. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable low results were generated by cobas e 411 immunoassay analyzers. The events involved a total of two patients with the following: one discrepant result for the elecsys vitamin b12 immunoassay. One discrepant result for the elecsys pth immunoassay.